Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. It was found that the device functioned properly throughout 100 hours of testing at body temperature. The device was set to the parameters that it had had when it was received for analysis and the output was monitored across electrodes 8 and 9 using group "a" settings.

Event description:
It was reported that the patient had changing stimulation coverage for several months. The patient had intermittent stimulation, stimulation in the wrong location as well as a loss of stimulation with loss of therapeutic effect. There had been several reprogramming sessions, which did not solve the problem. A revision occurred in which the physician connected 2 new extensions to an external stimulator to see if this gave the patient better results. This seemed to give stable and correct coverage. It was believed the stimulator was the cause of the problem. It was further reported that the patient did have the loss of stimulation once in a while during the external test period. The region of the paraesthesia did remain the same. On (B)(6) 2013, the stimulator was replaced. After, the patient was programmed with correct paraesthesia coverage.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.